Event description:
Caller states that her vial of strips has the expiration date printed as 2/26/06 while the manufacturer has the expiration date as 10/31/2002. Requested return of suspect vial and replacement was sent.